Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the insertion of a femoral nail, a drill bit broke off in the patient's femoral neck and was unable to be removed. A 20mm drill bit segment was left in the femoral head. The procedure was successfully completed with twenty minutes surgical delay. Patient status is unknown. Concomitant device: unknown femoral nail (part# unknown, lot# unknown, quantity 1). This report is for (1) 4.5mm/6.5mm stepped drill bit large qc/485mm. This is report 1 of 1 for (B)(4).